Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age at time of the event unknown/not provided. Gender unknown/not provided. Expiration date and unique identifier (UDI) number unknown/not provided. Premarket identification k011028 and k013227.

Event description:
Doctor reported fractured of external hex of implants and pain. Patient has been rescheduled for new implants placement. Doctor assistant called to confirmed that the implats were only fractured and had bone loss.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Device history record (DHR) review was completed for the subject lot numbers (63622882 and 63622880). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (63622882 and 63622880) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur for bone loss however did occur and the reported event was confirmed for fracture.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H10: additional narrative. X-ray image was provided by the customer, see attached image in the complaint. The x-ray image shows the two implants with one fractured. After attempts made to the customer, it is unknown to which implant is seen fractured in the x-ray. Our subject matter expert, confirmed the reported event bone loss is by x-ray. Based on the available information, device malfunction did occur and the reported event was confirmed.